Manufacturer narrative:
The reported field event of reset was confirmed in the lab. A device image was retrieved, but it was found to be corrupt and was not able to be reviewed. Attempts were made to take the device out of reset and reload the product code. However, the device was unable to be taken out of reset. The cause of the reported event was due to a hybrid anomaly.

Event description:
It was reported that the device was found in backup mode and could not be reprogrammed. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.